Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had the critical block and inverse critical block did not add to zero alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated they performed self test and it did not pass. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.